Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The investigation is completed. The root cause could not be identified. Without sample and more information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested.(B)(4).

Event description:
A nurse reported a laser head error. The reporter has not informed if this was during surgery. Additional information has been requested.